Event description:
Per the review of the device's event history, a failure code 808:03 was found to have occurred during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The phm (pump head module) was inspected and cleaned, but no problems were detected. The assignable cause could not be determined at this time.

Manufacturer narrative:
(B)(4). Additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. A device history review has been performed and no exception was observed during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4). The writer inadvertently inserted incorrect information: mdq-CAPA-(B)(4) and 6000001-3/15/05-007-c in the follow-up medwatch report 6000001-2010-02383 001.